Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The reported issue was presumed to be due to user handling issue, stress in the cable unit and was broken causing no output and no image. IFU (instructions for use) states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope, doing so could damage the cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device return was received for evaluation. Evaluation determined that the device was found with a faulty cable unit. The identified parts were replaced, device was repaired. Once completed , the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The failure was attributed to device electronic component failure.

Event description:
It was reported that during preparation for use, the device exhibited no image. There was no patient involvement on this report.